Event description:
Pt implanted in 1999 in nasolabial. Onset of delayed healing, infection, and granuloma four months later. Pt treated with cortisone, one month later with silver nitrate, at the end of the month with keflex one month later with cipro. Implant explanted sixteen days later.